Manufacturer narrative:
The insulin pump was received with a frozen display followed by a constant tone alarm due to a faulty component on the interface board. Unable to verify other alarms due to the frozen display. The insulin pump also had a cracked reservoir tube lip.

Event description:
The customer called to report an alarm and a high pitched tone on the insulin pump. The customer also stated that he dropped the insulin pump on the floor. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.